Event description:
Customer reporting discordant sars result between two instruments using the same method (seen during validation study of second instrument). This was seen with approximately 3 patient samples. Three reports will be filed. 3rd report of 3.

Manufacturer narrative:
Investigation summary: customer data was reviewed and analysis did not conclude a product performance issue. Analysis revealed a higher fam signal attributed to post-run analysis of the data. Quidel provided modified programing for the third-party equipment to mitigate the issue moving forward. Root cause: no product problem found. Source: email.